Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g broke off in the injection site. The following information was provided by the initial reporter: the consumer also reported needles breaking off in the injection site. He stated that he used tweezers to remove them.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g break off in the injection site. The following information was provided by the initial reporter: consumer also reported needles breaking off in the injection site. Stated that he used tweezer to remove.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.